Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro, the c-ring was stuck. The pa cut the tissue and the c-ring which caused it to break in half. The jaws were used to retrieve the piece from the initial incision. A replacement device was used to complete the procedure. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).